Event description:
This spontaneous report (2024-cdw-01912, (B)(6) from the united states of america was reported by a reporter (legal representative) and concerns a 26-year-old female consumer who reported sustaining significant injuries, which included skin erosion, impetigo, and rash after using the hero mighty patches unspecified. On an unspecified date, the consumer initiated the hero mighty patches unspecified topically. Later, she reported that it seemed to pull her skin off when she removed it and then things started to spread about 3 days after and she sustained significant injuries (rash, later diagnosed as skin erosion, impetigo). On (B)(6) 2024, she started taking monodox (doxycycline monohydrate) 100 milligram (mg) capsule (took one capsule orally twice daily for 10 days with food and temovate (clobetasol) 0.05 percent cream pea size amount to the facial rash daily. As a result, her burning went down to some but the rash did not subside. On (B)(6) 2024, she visited a dermatology clinic for consultation/evaluation of the rash (on her face and left hand for a week), and the associated symptoms included open sores, burning, and tightness. Her skin examination was performed of the head, eyelids, neck, right upper extremity, left upper extremity, and digits or nails, and no pertinent abnormality was noted except for impetigo, which was further examined, and erythematous plaques with honey-colored crusting noted on her face and left hand. Her facial skin was scanned, and a bacterial swab was collected to perform bacterial culture testing. Her primary diagnosis includes impetigo and skin erosion. She was prescribed mupirocin (bactroban) 2% ointment 2-3 times daily to apply to any open lesions on her face and hand until completely healed for two weeks and was suggested to complete her doxycycline medication and stop the clobetasol and use separate towels and soap in the household members as it was very contagious. Her ongoing medications were changed as follows: cetirizine 10-milligram tablet (commonly known as zyrtec) daily orally, clobetasol 0.05% cream (temovate), apply a pea size amount to facial rash daily, and epinephrine (commonly known as epipen, adrenaclick, auvi-q) 0.3 mg/0.3 ml intramuscularly once for one dose. On (B)(6) 2024, the testing on her bacterial culture was completed. No polymorphonuclear and epithelial cells were seen in the gram stain result and were many gram-positive cocci. On (B)(6) 2024, the anesthesia start attests that the anesthesiologist had re-evaluated the consumer prior to induction, there were no changes, and there was confirmation that the consumer was safe to proceed with care and treatment. No additional information was available. The action taken with hero mighty patches unspecified was not applicable. The outcome of the events was unknown.

Manufacturer narrative:
Not avail.